Manufacturer narrative:
Evaluation summary: the handpiece was returned for investigation. However, no further information was able to be obtained from this customer. A visual assessment of the returned sample showed that there were no physical nonconformities, but the handpiece cable was easily able to be cut. The ground resistance of the returned phaco handpiece was tested and passed at a .87 ohms. The handpiece was installed into a calibrated hotbed to prime and tune and the system displayed a system message (sm) after multiple attempts. The handpiece was tested on the u/s stroke and torsional stroke test and did not pass tuning. The handpiece was opened and there was moisture ingress and water bubbles found inside the handpiece. The root cause of the reported event can be attributed to moisture ingress. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a handpiece heated and did not have phaco power. Additional information has been requested but not received to date.

Manufacturer narrative:
Sample in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).